Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that four days previously they had an adjustment on their device and since then "cannot sleep, my thing goes haywire, I may be dead by monday". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was seen for a device check after the date of the report to the manufacturer. There were no issues noted with the implantable pulse generator (ipg) that caused or contributed to the patient's symptoms. However, reprogramming was conducted in response to the patient's symptoms.